Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation a running in safe mode condition was found and then reported. Based on the investigation details, the likely cause was corrosion and problems with the trigger and spring, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device ran while in safe mode. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.